Event description:
It was reported that pump screen was dark and would not turn on, and button was extremely difficult to press and required multiple presses to activate the display. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to attempt specific button-press techniques, to allow pump battery to fully deplete, and to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software and instructed customer to return problematic pump within 10 days, reprogram pump settings, and reconnect continuous glucose monitor to replacement device.